Event description:
It was reported that 6 years after primary tka, patient needed a revision surgery due to a fall and the patella was found to be loose.

Manufacturer narrative:
The associated complaint device was returned and evaluated. The lab analysis concluded, this examination showed evidence of wear and deformation on the articulating surface of the patella. This examination also showed one damaged fixation peg as the other two pegs were missing. The cause of the two missing fixation pegs could not be determined from the investigation of the device. No evidence of material or manufacturing deviations were observed in this investigation. The clinical/medical team concluded, based on the complaint description, the root cause of the patellar loosening and subsequent revision was the reported patient fall, which could also explain the 2 missing patellar pegs. It was reported that the surgeon elected to proceed with revision of the tibial insert which is routinely performed once the knee is opened for any procedure. No further patient impact is anticipated beyond the revision procedure itself and a brief post-surgical rehabilitation phase. No further medical assessment can be rendered at this time. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed part revealed no prior complaints for the listed batch. If new information is received in the future, this complaint can be re-opened.